Event description:
A healthcare professional reported "effusion", "intracapsular rupture", "silicone perspiration", capsular contracture baker grade iii, and "breast is hard and deformed". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed, capsular contracture baker grade iii and seroma-late.